Event description:
A customer reported that multiple knives presented splinters during separate cataract surgeries. The metal particles remained in the paracentesis. The procedures were completed successfully with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.4, h.4, h.6 and h.10. A sample was not received at the manufacturing site for evaluation; however, the photos provided by customer confirms foreign material retained in eye. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided by customer confirm foreign material in the eye, however a sample was not returned, and the source and composition of the foreign material could not be determined, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).